Event description:
It was reported that the display on the pump turned blue, affecting the customer¿s ability to interact with it. There was no adverse impact to the customer¿s blood glucose level. Reportedly the customer reverted to manual insulin injections for insulin therapy.